Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: it seems that the injectors are dirty on the inside and have stains on them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-dec-2022. H6: investigation summary it was reported the injectors are dirty on the inside and have stains on them. In addition, some injectors look turbid. To aid in the investigation, four photos and six samples were received for evaluation by our quality team. All six of the loose syringes had an unknown red square tip on them with remnants of an unknown fluid inside. The six barrels had a brownish smoky stain embedded in the barrel. These stains ranged from the 0.4ml graduation line down past the 1.0ml graduation line. The four photos received show the six loose syringes as described above with one image of one loose syringe with the condition described above and the images of the other three the reported condition cannot be seen in the photos. The condition observed is non-conforming per product specification and associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided material number 309628, lot 1280610. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1280160 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: it seems that the injectors are dirty on the inside and have stains on them.